Event description:
Uhr head contaminated with blue and black stuff. During surgery 2-3 min delay to get a new one from shelf.

Manufacturer narrative:
Correction: implant date. An event regarding foreign matter involving a uhr head was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned along with the outer blister tray and implant sticker. The device looked intact but foreign debris are found around the rim of the bearing insert. An ftir analysis was performed on the debris found on the device. The debris was scraped off with a layer of the polyethylene attached to it and analyzed using the atr. "The results gave an approximately 85% match for foam or tyvek packaging. Due to the very limited amount of foreign debris available for testing and the nature of the spectrum, it cannot be conclusively stated that the debris was from a foam or tyvek material, but it remains a possibility. " see attached report. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for the foreign matter was confirmed based on the returned device. An ftir analysis was performed on the debris found on the device. The debris was scraped off with a layer of the polyethylene attached to it and analyzed using the atr. "The results gave an approximately 85% match for foam or tyvek packaging. Due to the very limited amount of foreign debris available for testing and the nature of the spectrum, it cannot be conclusively stated that the debris was from a foam or tyvek material, but it remains a possibility. "Based on the results of the analysis, a root cause could not be determined to complete the assessment. It was also indicated in the follow up requests of information that the sales rep was not present during this event to confirm the alleged complaint. No further investigation is needed at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Uhr head contaminated with blue and black stuff. During surgery, 2-3 min delay to get a new one from shelf.